Event description:
The trailing haptic crimped while the lens was being implanted in the patient's eye. The surgeon cut the lens to remove and replace it.

Manufacturer narrative:
See mdr1920664-2008-00062 for the intraocular lens used with this delivery device.